Event description:
Patient on cath lab table. Shockwave device in patient. 60-70 shocks in, monitoring system turns off, monitoring system rebooted and restarted, monitoring system turned back on after reboot. Shockwave device 3.5mm x 12mm - 138, ref#c2pivl3512, lot#04a260210b.